Event description:
It was reported that during preparing for a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. A 3.5x16mm taxus express2 drug eluting stent (des) had been selected to treat an unk lesion. During prep, the hypotube "snapped." The device was not used in the procedure and did not contact the pt. The procedure was completed with another 3.5x16mm taxus express2 des. There were no pt complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.